Event description:
It was reported that while in use on a patient, this pb560 ventilator generated a "turb overheat" alarm as a result the ventilation and oxygen supply stopped. The patient was removed from the ventilator and placed on an alternate ventilator without injury.

Manufacturer narrative:
Section d and section g: there is no UDI or 510k number associated with this device. The device associated with this event is an authorized product under the emergency use authorization (eua) issued by FDA for the covid-19 pandemic. This device was granted authorization by FDA on april 5, 2020. H3: medtronic has not received the suspect device/component from the customer for evaluation nor has the device been evaluated by the medtronic service engineer. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section d4 model, catalog, serial and UDI numbers updated section d9 was updated due to device evaluation section e4 rpt. Sent to FDA updated section h4 mfg date updated section h6 evaluation codes were updated due to device evaluation. Method code (annex b) remove b17 and add bo1 and b15 result code (annex c) remove c20 and add c13 conclusion code (annex d) remove d15 and add d02 component code (annex g) remove g07003 and add g04051 h3 device evaluation summary: medtronic conducted an investigation based upon all information received. It was reported that while in use on a patient, this pb560 ventilator generated a "turb overheat restart" alarm. As a result the ventilation and oxygen supply stopped. The device was available for evaluation. The medtronic service personnel (sp) inspected the ventilator and found the blower was not allowing flow of air into the patient circuit and the blower temperature was higher compared with other units when it was checked through maintenance mode. The unit was displaying number 6 alarm, ¿abnormal turbine speed measurement ¿defect sensor speed" and ¿occlusion alarm check circuit¿ messages. The date of manufacture is 09 june 2010 and the vent is passed its expected service life. It was considered uneconomical to be repaired and the unit is to be scrapped. Medtronic service personnel observed that the air inlet filter was damaged. A photo provided confirms that the air inlet filter was damaged and in pieces. It was informed that the customer was unaware of how long the filter had been in use and believes the patient's carer did not realize it needed to be changed. A design assessment identified the likely cause of the ¿turb overheat restart¿ alarm to be a fault within the turbine. The potential cause of the damaged air inlet filter is exposure to direct sunlight. Per user manual, the air inlet filter should be ¿checked or replaced once a month or more often¿. The device is past its expected service life and has been discarded. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.